Event description:
L.p.n. Preparing to draw up insulin, noticed the needle to be thicker than usual. Upon closer examination, found two needles coming from the syringe. Syringe was not used at that time. No injury occurred.